Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited loss of capture and poor sensing on (B)(6) 2022. Their old lead was explanted and replaced with a new lead. The patient was stable after the procedure.

Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited loss of capture and poor sensing on (B)(6) 2022. Their old lead was explanted and replaced with a new lead. The patient was stable after the procedure.

Manufacturer narrative:
The reported events of failure to capture and poor sensing were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.